Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of over 437 mg/dl. Customer treated high blood glucose with insulin injections. During troubleshooting, customer was assisted in performing the high pressure test, the test result was no delivery. Customer was advised to change the entire set, insulin, and reservoir. Customer was advised to monitor the device. Customer will not be returning the device for analysis.